Event description:
The optical module was reported by the customer as having the svo2 drifting. It was reported that the optical module would calibrate but drifts after calibration. No patient injury was reported.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced syncope. The cause was not defined. No further patient effects were reported.

Manufacturer narrative:
Upon return of the device the product will be evaluated, and the evaluation test results will be provided in a follow-up submission.

Manufacturer narrative:
The optical module was returned to an edwards electronics service center for evaluation. An edwards electronic technician evaluated the optical module. The reported complaint "svo2 drifting" was not confirmed. In-vitro and in-vivo calibration were carried out successfully and during analysis, the svo2 value was found to be within specification. Drifting was not noted. The service history for this device was reviewed and all manufacturing requirements were met.